Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the jaw did not open even though the release button was pushed after the third firing. As the firing trigger was too hard to return to the home position, the jaw was opened by returning the closing lever forcibly. However, the closing lever and the firing trigger were not returned to the home position completely. Reinforcement material was not used. As the staples were formed properly at the third firing, the case was completed. There were no adverse consequences for the patient.